Event description:
(B)(4). The field service engineer(fse) who was dispatched to the facility for a service visit regarding another issue, discovered two technical error codes in the logs, that were generated on an earlier occasion. The technical error codes indicated a power failure and an open safety valve. Patient involvement is unknown. (B)(4).

Manufacturer narrative:
The involved expiratory channel printed-circuit board (pcb) was replaced by the customer but not returned for our investigation. Two technical error codes, that indicated a power failure and an open safety valve, were found in the technical device log by our field service engineer(fse). Our device logs evaluation confirmed the reported technical error codes for the given date of event. A failure leading to the reported technical error codes will lead to a stoppage in ventilation when the safety valve is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and the reported technical error codes. Our conclusion in this matter is that the reported issue was most likely caused by a fault on the expiratory channel pcb, but the root cause has not been established due to lack of returned part(s) for further investigation.

Event description:
(B)(4).